Manufacturer narrative:
Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm or blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the customer received with critical pump error. The blood glucose was 12 mmol/l at the time of the incident. Customer reported frequent occurrence of off no power in less than 24 hours after low battery warning then pump shut off. Customer was advised to discontinue using the pump and revert to backup plan. The insulin pump will be returned for analysis.